Manufacturer narrative:
(B)(4). Approximate age of device ¿ 24 days. (B)(6). The pump was not explanted for return to the manufacturer for evaluation. Based on the information available, a direct correlation between the device and the reported event could not be conclusively determined. It was reported that the patient was critically ill ((B)(6)) prior to the lvad implant. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, on an unspecified date, the patient was placed on extracorporeal circulatory support. After being placed on extracorporeal circulatory support, the patient status was noted to be an (B)(6) profile. On (B)(6) 2015, the patient was bridged to a left ventricular assist device (lvad). A CT scan taken after implantation of the lvad showed cerebral infarcts. The patient was reported to be uncooperative at the time. Unspecified neurological treatment was administered unsuccessfully. The patient became hypotensive leading to arrest. Cardiopulmonary resuscitation (CPR) was unsuccessful and the patient expired on (B)(6) 2015 due to bleeding and intraparenchymal hematoma. The pump was not explanted. The patient outcome was reported as not device or therapy related. No further information was provided.